Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was stretched thin as a result of the patient line being pulled. Customer's blood glucose (bg) level was 560 mg/dl. Reportedly, a cartridge change was performed and a bolus was requested to address bg. Customer loaded a new cartridge and successfully resume insulin delivery.